Event description:
It was reported that there was oversensing of ventricular signals occurring on this right atrial (ra) lead. The patient was expected to be 0% paced but reported being able to feel pacing, which appeared to be due to atrial tachy response episodes associated with the atrial oversensing. Programming options were discussed with the health care provider. No additional adverse patient effects were reported. The implanted system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)